Event description:
The mda instrument is an in vitro diagnostic instrument for coagulation studies. The customer reported that the probes on the instrument kept moving even when the the operator suspended the system. There were no injuries reported.